Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. In (B)(6) 2023, the patient had a computed tomography angiography (cta) performed in preparation for an ablation procedure. The imaging showed that there was a device related thrombus present on the face of the watchman flx device. A follow-up truplan report was completed to adjunct the radiologist's report. There will be a change in the patient's medication regimen.